Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer reported that the after changing the battery received another alarm. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.